Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information was received on 02/24/2026. Data was received and evaluated. An analysis of the data logs was performed for the time in question. The logs indicated that the sensor session began on (B)(6) 2026 at 7:51 am with transmitter/wearable serial number (B)(6). The sensor session lasted 1 day and 19 hours and ended due to an algorithm detected failure on 02/08/2026. There was no bg calibrations attempted during the sensor session. On the date of the reported event (02/07/2026), around the reported time of the event (around 1:00 am), the egvs were falling below the low threshold, and several low glucose alerts were triggered. None of the alerts were acknowledged. All alert were found to have performed as intended. The root cause of the customer¿s experience was undetermined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia and seizure.

Event description:
It was reported that an alert/notification settings issue occurred. On (B)(6) 2026, at approximately 3:00 am, the patient experienced a seizure. The patient reported no loss of consciousness following the seizure and stated he does not recall what his cgm reading was at the time of the event. During the seizure, the patient fell to the ground and struck his body on the side of the bed. There was no information provided regarding the patient¿s low alert settings, and no fingerstick blood glucose test was performed during the event. The patient stated he did not require assistance with adjusting alert settings, noting that he is a heavy sleeper. He mentioned that there may have been an alert, but he did not hear it. Prior to going to bed, the patient stated that his cgm reading was 82 mg/dl, and no fingerstick glucose test was performed before sleep. Following the event, the patient self-treated with 28 grams of carbohydrates in the form of peanut butter and jelly and returned to sleep. At the time of the report, the patient stated he remained sore from the fall. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.